Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed all the issues reported by the customer and proceeded to replace the probe wipe block to resolve the leak. The fse removed, cleaned, and decontaminated the diluent reservoir, and primed the sweep flow line to resolve the plt background issue. Results: failure mode of the leak is attributed to the probe wipe block which needed replacement. Failure mode of the plt background failures is attributed to the diluent reservoir which needed to be cleaned and decontaminated. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that three drops of fluid dripped from the probe of the coulter ac*t diff analyzer after a startup cycle. The customer indicated that the leak was not contained within the instrument and that plt (platelets) failed on startup. The customer was wearing personal protective equipment consisting of gloves, and a laboratory coat at the time of the leak and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.